Manufacturer narrative:
The potential causes could be sample deviation and poor reproducibility, mucous membranes present in the nose, mucin and iga act as a bridge between capture and detector, causing non-specificity. The test does not differentiate between sars-cov and sars-cov-2. Test interference from patient-specific factors, such as the presence of human antibodies (for example, rheumatoid factor, human antimouse antibodies (also known as hama), or other non-specific antibodies) or highly viscous specimens could lead to false positive results. Samples with common human cold coronavirus, influenza virus, rhinovirus metapneumovirus, and adenovirus have also possibility of causing false positive result for sars-cov-2. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
Occupation is patient/consumer. The consumer was advised to seek a medical professional's advice and request a covid test in order to be certain of the result. The case was sent to the manufacturer for investigation. There is a low probability of false positives occurring. Potential causes of sample deviation and poor reproducibility can be due to mucous membranes present in the nose, mucin and iga act as a bridge between capture and detector, which may cause non-specificity. The test does not differentiate between sars-cov and sars-cov-2. Refer to the limitations section of the instructions for use. In general, the rapid ag test result should not be the sole basis for the diagnosis; depending on the situation confirmatory testing is required (pcr).

Event description:
The consumer reported a false positive result with the covid-19 at-home test compared to a negative result with the covid-19 at-home test. On (B)(6) 2023 the consumer performed a covid-19 at-home test and the result was false positive. On (B)(6) 2023 the consumer performed a covid-19 at-home test and the result was negative. On (B)(6) 2023 the consumer performed a covid-19 at-home test and the result was negative. On (B)(6) 2023 the consumer performed a covid-19 at-home test and the result was negative. The time difference between the test measurements was within 15 minutes.